Event description:
It was reported that during a da vinci si myomectomy procedure, the cable on the tenaculum forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the alleged broken cable complaint. The pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was returned detached from the distal end. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.